Manufacturer narrative:
(B)(4). The product analysis indicates that the handpiece failed hipot testing. The handpiece would not work at all when returned. Nothing moves, but a sharp tone is heard when activating the handpiece. Therefore, the pre-repair temperature test could not be performed and the alleged overheating could not be confirmed. The motor/cable assembly and multiple parts were replaced as they were found damaged or rusted. The handpiece was repaired, tested and passed to specifications. This device is used for therapeutic purposes.

Event description:
Intraoperative, the handpiece motor was heating up and not working. There was no injury reported as a result of this event.

Manufacturer narrative:
The specific amount of time taken for the handpiece to heat up was five minutes of use.

Event description:
The specific amount of time taken for the handpiece to heat up was five minutes of use.